Event description:
It was reported via repair work order that the jack could not fully raise or lower due to malfunctioned jack reservoir. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.